Event description:
On (B)(6), 2010, the lay user/patient's son contacted lifescan (lfs) (B)(4) alleging that the patient's onetouch ultraeasy meter display was missing segments. The complaint was classified based on the customer service representative (csr) documentation, since the patient and/or reporter were unable to be reached by phone for a follow-up. The patient's son reported that the alleged issue began several months prior to contacting lfs. The reporter claimed as a result of the alleged issue, the patient misinterpreted the readings obtained with the subject meter as being higher than what they actually were. The reporter indicated that the patient manages her diabetes with oral medication(s); however, it is not known if the patient made any changes to her usual diabetes management regimen as a result of the alleged issue. The reporter claimed that at least on two occasions the patient developed symptoms of "hypoglycemia" after the alleged issue began. It is not known what treatment, if any, the patient received in response to the symptoms. On an unspecified date, the patient's son also stated that the patient saw her physician. At the time of the visit, it was reported that the physician reduced the patient's oral medication in half. At the time of troubleshooting, the csr noted there was no known trauma to the subject meter. The alleged issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient's son claims the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
510(k) # is k061118.lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.